Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving check electrode belt alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check electrode belt alarms has been confirmed. Upon investigation op amp u720 was out of tolerance on the electrode belt pca board. This interrupted the driven ground signal, which resulted in the check electrode belt alarms. The root cause of the defective u720 component could not be positively identified. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.